Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
An adverse event for an operative site flexion contracture was reported for a triathlon ps outcomes study subject. It was noted that the subject had a history of pain and stiffness and that the por-op flexion contracture improved over time. The event was listed as device related and as resolved.